Manufacturer narrative:
This is the third complaint reported for this finished goods lot; however the first for this issue. A review of the device history record indicates the order was built to specification. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor and will take action for future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported they could not get vacuum during a cataract procedure. The product was changed out and the procedure was completed. There was no harm to the patient. No additional information is expected.